Event description:
The reporter contacted animas on (B)(6) 2013 alleging blood glucose levels up to hi on the meter (over 33.3 mmol/l). The reporter indicated that recently issues with vomiting related to heart burn resulting in lost fluids and a possible infected ingrown toenail at the time of the event. The pump was reviewed with the reporter and confirmed that there were no alarms related to the event, all boluses were completed as intended, and the basal history appeared appropriate. The reporter was advised that pain and infection can affect blood glucose levels and to consult with a health care professional regarding the elevated blood glucose levels. The reporter was advised that the review of the pump indicated that the pump was delivering as intended. This report is made based on the allegation that the patient experienced hyperglycemia of unconfirmed cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/11/2014 with the following findings: there was no data from the time of the event in the pump history due to continued patient use. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the pump battery compartment was observed to be cracked on the side extending from the threads to the case seal; the returned battery cap was confirmed to be able to secure and maintain power to conduct testing.